Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was observed that the mega suturecut needle driver instrument discontinued responding to console command. A broken wire was identified on the instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's grip cable to be broken at the distal clevis hub. The cable segment was observed to be sticking out at the wrist of the instrument. The distal clevis hub did not exhibit any wear. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the distal end of the instrument's main tube had various scratch marks/abrasions with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable and additional finding of the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.